Event description:
Per the independent repair center, the customer alleged problem is the unit is alarming. The key failure is the operator valve is stuck. Additional malfunction is the power switch had no alarm function.

Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.